Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope. The following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Event description:
Healthcare professional reported right side "device breakage," "te had not expanded as much as saline was added," and "te was damaged." The device was removed and replaced with a "sbi."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved in radius. A leak test was performed which identify two openings on the device. Microscopic analysis was performed which identified: two openings curved in radius displayed striated edge consistent with the use of a surgical tool and non-penetrated nicks in anterior side displayed striated edge consistent with the use of a surgical tool, cataloged as surgical tool scratch like. Based on the device analysis the final assessment is: two openings due to surgical damage. Surgical tool scratch like.

Event description:
Healthcare professional reported right side "device breakage," "te had not expanded as much as saline was added," and "te was damaged." The device was removed and replaced with a "sbi."